Event description:
Patient had infected hip, surgeon removed psl cup, 0degree liner, 36 head, and 2.5 accolade stem.

Manufacturer narrative:
The following other hip devices were also listed in this report: accolade (127 deg) size 2.5; cat# 6021-2530; lot# 34900904. V40 cocr lfit head 36mm/-5; cat# 6260-9-036; lot# mjlmkr. Trident psl ha cluster 50mm; cat# 542-11-50e; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested, but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.